Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the remote arm controller boards (rac) 2 and right master tool manipulator (mtm) to resolve errors 23/30. Additional information is being gathered to determine the contribution of the mtm to the customer reported issue. A follow-up MDR will be submitted, if additional information is obtained. Isi received the rac. It was analyzed and found to have no physical damage related to the reported issue. The unit was installed onto the golden system and completed a program with no issues so far. The unit was power cycled 10 times and sat idle for one hour. After testing 10 cycles, system error logs were inspected but no error could be identified.

Event description:
It was reported that during a training/demo of the da vinci system, the customer reported repeated recoverable faults on right master tool manipulator (mtmr). The surgeon side cart (ssc) was used with simnow during training/demo. No patient involvement. Technical support engineer (tse) asked customer to perform a hard power cycle of the ssc and simnow. Customer stated the issue persisted. Tse asked to customer to try to reboot the ssc with the complete da vinci system. Customer stated issue persisted. On site connection was not available; tse asked to customer to read system logs. Several communication errors 23 and 30 between remote arm controller boards (rac) and mtmr verified in the logs. There was no reported injury.